Event description:
It was reported that the patient with this artificial urinary sphincter (aus) stated that the device gradually stopped working and now does not work at all. Troubleshooting measures were performed but were not successful, it was mentioned that the pump feels dimpled or half-full. The aus is currently implanted. There were no additional patient complications.

Manufacturer narrative:
Updated adverse event/product problem, outcomes attrib to adv event, describe event or problem, explant date, patient codes, impact codes, device codes, and evaluation conclusion codes.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and a fluid loss, the balloon was observed empty. The aus was explanted and replaced. There were no additional patient complications.